Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2011 jul; 42(7):675-681. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received titled: treatment of ipsilateral concomitant fractures of proximal extra capsular and distal femur. Injury. 2011 jul; 42(7):675-681. Authors: gao k, gao w, li f, tao j, huang j, li h, wang q. The article reports: during a non-randomised retrospective analysis from august 2002 to january 2010, seven patients (six males and one female) with a mean age of 39 years (range, 20¿48 years) were involved in the study. They had suffered from ipsilateral concomitant fractures of proximal extracapsular and distal femur, patients were observed for outcomes of these complex injuries. Reportedly one patient, a (B)(6) male, involved in a traffic accident with proximal femoral fracture a floating knee injury developed a delayed union in the subtrochanteric area six months after surgery due to metal failure. The plate and screws backed out and eventually produced a malunion with a coxa vara deformity one and half years later. The patient refused revision surgery. No femoral head osteonecrosis was observed and not limb discrepancy was observed. No further information is available. This report is for an unknown plate femoral. It is not known if synthes products were used. This is 2 of 3 reports for the same event for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnoses. Placeholder.